Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the reload was connected the device to adjust the angle to close the liver pedicle in a laparoscopic left lateral lobectomy, after firing, the surgeon experienced incomplete staple line centrally. Surgeon could not also uninstall the reload from the handle. Surgeon used another handle and reload to resolve the issue. No patient injury.